Event description:
Lung damage, pneumonia, airway irritation and inflammation and sweet syndrome (all started in (B)(6) 2020). Started philips CPAP dreamstation in (B)(6) 2020, then developed the aforementioned problems.